Event description:
It was reported to philip that the device experienced a defibrillator test failure during an operational check. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the part number was provided for diagnostic service / replacement of the pca - therapy pca ii kit and defibrillator capacitor assembly. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.